Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was 350 mg/dl. The customer reported that during prime and it was shooting insulin out and buttons were not working, sticking. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime or fill anomalies due to motor error alarm. However, device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.